Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient told them that they had a fall a few weeks ago and the patient believes that the ins had malfunctioned because they are not feeling the effects. The patient also noted that they used to feel like the ins was in a pouch and now it feels flat. Reviewed that patient services can help the patient make adjustments if needed, but they should follow up with the hcp.

Event description:
Additional information was received from the patient. They reported that the ins was removed in either (B)(6) 2025 or (B)(6) 2025. The cause of the wire pulling out with the current device was unknown. They confirmed the issue was resolved.

Manufacturer narrative:
D6b: explant date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device malfunction from the beginning. They still flood when they stand up. They stated that four wires were put in and all pulled out. They noted no stimulation output after awhile. The cause was unknown. They stated that to resolve the issue by removing the 4 devices and they refuse to have intertwined with their spine and they had enough pain. This had not yet been resolved. They noted that the cause of not feeling the effects was unknown but stated it might have been due to a falling which broke their wrist. They noted that removal would be done to resolve the issue and that the doctor advised that they were the only person that never worked. The issue had not been resolved. They stated that they took x-rays and the cause of the ins feeling flat was determined to be due to the item not being connected. This would be resolved with the removal of the item. This had not yet been resolved. The fall's effect on the implant was unknown. They stated it was working and they broke their wrist and were in a brace for 6 weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.